Manufacturer narrative:
Medical device expiration date: unknown the customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing disconnected. The following information was provided by the initial reporter: material #: 2426-0500 batch/lot #: unknown it was reported that the primary IV tubing became disconnected from one of connection hub. Verbatim: we had another instance where the primary IV tubing became disconnected at one of connection hubs. Last night this came disconnected while in use on a patient (I will look to ensure an occurrence report was entered) with a vasopressor.

Manufacturer narrative:
H.6. Investigation: the customer provided a photo of the infusion set and the separation can be seen when examining this photo closely. This verifies the customer's complaint. The root cause of the failure cannot be determined without a physical sample for investigation. Without a lot number provided, the device history is unavailable.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing disconnected. The following information was provided by the initial reporter: material #: 2426-0500 batch/lot #: unknown. It was reported that the primary IV tubing became disconnected from one of connection hub. Verbatim: we had another instance where the primary IV tubing became disconnected at one of connection hubs. Last night this came disconnected while in use on a patient (I will look to ensure an occurrence report was entered) with a vasopressor.